Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient underwent a gynecological procedure on (B)(6) 2010 and more mesh was used. It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and another mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of five medwatches being submitted. See also medwatch 2210968-2012-06032, 2210968-2012-06033, 2210968-2012-06035 and 2210968-2012-06036. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and a stage 3 cystocele. The patient underwent the concurrent procedures of removal of previous mesh due to urinary incontinence, infections and pain and operative cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. The patient underwent cystoscopic removal of foreign body mesh and urethrocystoscopy on (B)(6) 2012 due to urethral mesh erosion. The patient underwent a total vaginal hysterectomy, a vaginal vault suspension to high uterosacral ligament bilaterally, removal of foreign body mesh from the anterior segment of the vagina, anterior and posterior repair, suburethral mesh (monarc) implantation, and cystoscopy on (B)(6) 2012. (B)(4). This is one of five medwatches being submitted. See also medwatch 2210968-2012-06032, 2210968-2012-06033, 2210968-2012-06035 and 2210968-2012-06036. The same patient is represented in each medwatch.